Event description:
It was reported that the patient's pacing system was changed from an ipg to an ICD for a therapeutic upgrade. High impedance and fracture were reported on the left ventricular lead, so it was replaced. No patient complications have been reported as a result of this event.